Event description:
It was reported that during routine follow-up oversensing was seen on stored egms. Lead testing and reprogramming of the device was recommended. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.